Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000166, lot #: unknown, UDI #: unknown, ubd: unknown. A medtronic representative visited the to evaluate the equipment. The rep installed a new upper left door switch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was giving a door open error when it was closed. There was no patient involved.